Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.